Event description:
The deroyal suction canister liners are experiencing issues with suction due to faulty adhesives being applied. The end user must press firmly when connecting the lid to the liner. If the adhesive doesn¿t connect all the way around, the suction will not work. There are issues with the suction decreasing and failing intermittent suction. In both cases, the issue is fixed by being extra firm when connecting the lid to the liner before placing it in the canister. Deroyal rounded, took notes and pictures and will be reporting back asap.